Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. A similar reading to what the customer reported was found in meter memory. In addition, retained test strip samples from the same lot reported by the customer (0928730) were tested with control solution instead. All results were within the range specification and no errors were observed. This is a final report.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2500ml and the total drain volume was 2154ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's wife reported customer received a reading of 214 mg/dl from their freestyle freedom lite meter which was higher than they felt. Customer's wife also reported customer took his insulin medication according to the reading received then 40 minutes later, customer was "completely out of it" and not aware of his surroundings. Paramedics were called, and they obtained a reading of 25 mg/dl from an unspecified meter and treated customer with IV glucose. Customer was then transported to a health care facility where they continued the IV glucose, provided a meal and performed chest x-rays as well. No diagnosis from the health care facility was reported. In addition, customer's wife reported customer ate food and drank juice to counteract his medical event. There was no report of death or permanent impairment associated with this event.